Event description:
Biomed at (B)(6) attempted this repair on their own. They got a tf 9941 on march 21 2022 and a tf 9921 on june 7th 2022. Tech support recommended that the biomed replace the ip esm. The biomed ordered the ip esm and installed the esm in the vu instead of the ip. They called me on site because they couldn't get the unit to boot after installing the part in the wrong location. I ended up replacing both the vu and ip esm. Unable to export logs because customer installed the esm in the wrong location.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than 1 year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be an internal battery failure. The battery was not replaced in time after its expiration date and could not be charged normally. In consequence (correction) the internal battery was replaced. There was no patient or user harm reported.

Event description:
Biomed at medical center of the rockies attempted this repair on their own. They got a tf 9941 on (B)(6) 2022 and a tf 9921 on (B)(6) 2022. Tech support recommended that the biomed replace the ip esm. The biomed ordered the ip esm and installed the esm in the vu instead of the ip. They called me on site because they couldn't get the unit to boot after installing the part in the wrong location. I ended up replacing both the vu and ip esm. Unable to export logs because customer installed the esm in the wrong location.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be that the watchdog detected that a process does not exist, or reacted too late and generated technical faults. The customer tried to repair the device on their own, but made a mistake by installing the ip esm at the location of the vu esm. As a result the device did not boot up. In consequence (correction) the field service technician replaced both the vu and ip esm, which resolved the problem. There was no patient or user harm reported.